Manufacturer narrative:
Additional information: g3 correction: e4 (rpt. Sent to FDA) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: gia8038l gia 80-3.8sgl use loadingunit, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively of a laparoscopy diagnostic converted to open laparotomy for release of small bowel obstruction on (B)(6) 2025, after informed consent was obtained, the patient was given preoperative intravenous (IV) fluids and IV antibiotics. The patient was brought to the operating room table and placed in supine position. A time out was completed. The abdomen was prepped and draped in the usual sterile fashion. The surgeon reopened the left mid quadrant 5 mm incision and inserted a 5 mm camera complex under direct vision to the abdomen, no trocar injury appreciated. The doctor then placed a right lower right upper quadrant secondary 5 mm trocar; no trocar injury was appreciated. Upon entering the abdomen there was no purulent or feculent contamination there was no fluid in the abdomen there was dilated proximal small bowel and distal decompressed small bowel was able to locate the terminal ileum and follow the decompressed bowel back to the root of the small bowel mesentery however the surgeon was unable to keep the dilated small bowel out of the way therefore opened the previous midline laparotomy incision the doctor was able to follow the decompressed bowel back to his anastomosis and it appeared that 1 of the staples used to make the anastomosis had grabbed the adjacent distal small bowel and angulated the bowel 180° and essentially causing a high-grade partial small-bowel obstruction. The bowel was freed from the staple at the anastomosis in the straightened the small bowel out relieve the small-bowel obstruction. The doctor used silk sutures and oversewed the staple line so this would not happen again. The dilated proximal small bowel was milked pass the anastomosis into the distal decompressed small bowel signaling the release of the small-bowel obstruction. The colonic anastomosis in the left upper quadrant was intact without any pathology. From here, the doctor closed posterior fascia with a running suture and closed the anterior fascia with another type of running suture. The skin was closed with staples. Sterile dressings were applied. All sponge instrument needle counts were correct. All sponge; needle and instrument counts were correct twice at the end of the case.